Event description:
New information received notes that during in-clinic capacitor maintenance run, charge-time out was noted again. Device was explanted and replaced due to battery depletion.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information received notes that charge time-out occurred again. Patient declined for recommended device replacement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was called into clinic after receiving a vibratory patient notification alert for long charge time. Review of session records did not revealed any recent charging or other factors that would cause long charge time. Device replacement was recommended. Physician decided to follow the patient through merlin.net transmission. Patient was doing fine with no issues.

Manufacturer narrative:
No conclusion code available. The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The original hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.